Event description:
It was reported by the sales representative the device was deployed and the doctor pulled back after turning 180 degrees. A post biopsy image was performed and no marker was observed in the biopsy site. The doctor removed the marker from the probe. Another marker was inserted and deployed. The user turned 180 degrees and removed the entire system together. Another post biopsy image was performed. It was noted that both tips sheared off from the device. One tip was close to the skin and able to be removed. The other tip remains in the patient. No reported patient consequence at this time.

Manufacturer narrative:
(B)(4). A biocompatibility letter was sent to the account, as requested. Investigation summary: the device has not been received for investigation at this time; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio. The most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction number 10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.